Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the flow transducer test failed during pre-use check and replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref #: (B)(4).